Event description:
Report of alleged "ventilator has constant alarm in assist control, no lights, doesnt cycle".

Manufacturer narrative:
F.12) MFR not required to complete this section as no medwatch form 3500a was received from user/distributor.